Event description:
It was reported through an article summary of the clinical outcome of one patient that was treated for acute limb ischemia caused by thrombosis of a popliteal artery aneurysm (paa). The patient was treated with thrombolysis and endovascular repair of the aneurysm with an 8x150mm viabahn intraarterial stent graft. During the 2-year follow-up, control duplex ultrasound and computed tomography angiography revealed kinking and migration of the stent graft with an endoleak. Repositioning of the stent graft was performed using a 7x40mm balloon catheter. Afterward, two 9x150mm viabahn stent grafts that overlapped, were implanted. Subsequently, relining with a 7.5x40mm supera stent was performed to enhance radial strength to prevent future kinking. The patient was treated with dual antiplatelet therapy (aspirin and clopidogrel) for 12 months. At the 1-year follow-up, no kinking was observed. It was noted that deployment of the supera stent remains to be challenging where supera stent fractures were only described in a few cases. Relining of the viabahn stent graft with a supera stent has demonstrated to yield excellent patency outcomes in complex lesions and seem to be a feasible and safe method in the repair of extreme kinking of viabahn stent grafts after paa treatment. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Additional information can be found in the attached article "repair of migration and excessive kinking of the viabahn stent graft with supera stent relining in the popliteal artery aneurysm." No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated as 01/01/2023. D4: the UDI is not known as the part and lot number were not provided. Attachment: article titled: ¿repair of migration and excessive kinking of the viabahn stent graft with supera stent relining in the popliteal artery aneurysm¿.

Manufacturer narrative:
The devices were not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot numbers were not reported. It is possible that interactions with other devices resulted in the reported difficult or delayed activation; however, this could not be confirmed. Additionally, it is possible that over time stress/fatigue/repetitive movement due to anatomical conditions resulted in the reported stent break; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
It was reported through an article summary of the clinical outcome of one patient that was treated for acute limb ischemia caused by thrombosis of a popliteal artery aneurysm (paa). The patient was treated with thrombolysis and endovascular repair of the aneurysm with an 8x150mm viabahn intraarterial stent graft. During the 2-year follow-up, control duplex ultrasound and computed tomography angiography revealed kinking and migration of the stent graft with an endoleak. Repositioning of the stent graft was performed using a 7x40mm balloon catheter. Afterward, two 9x150mm viabahn stent grafts that overlapped, were implanted. Subsequently, relining with a 7.5x40mm supera stent was performed to enhance radial strength to prevent future kinking. The patient was treated with dual antiplatelet therapy (aspirin and clopidogrel) for 12 months. At the 1-year follow-up, no kinking was observed. It was noted that deployment of the supera stent remains to be challenging where supera stent fractures were only described in a few cases. Relining of the viabahn stent graft with a supera stent has demonstrated to yield excellent patency outcomes in complex lesions and seem to be a feasible and safe method in the repair of extreme kinking of viabahn stent grafts after paa treatment. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.additional information can be found in the attached article "repair of migration and excessive kinking of the viabahn stent graft with supera stent relining in the popliteal artery aneurysm."